Event description:
It was reported that when using an unspecified number of bd vacutainer® push button blood collection set, tubes are popping off of the unit, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-sep-2025. Investigation summary: bd received 3 samples for investigation, and functional testing was performed for tube push off. One of the 3 samples failed testing, based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using an unspecified number of bd vacutainer® push button blood collection set, tubes are popping off of the unit, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.